Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37754 lot# serial# (B)(4) implanted: (B)(6) 2013 product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient does not use their programmer. They explained that their positional controls went "wacky" so their manufacturer representative turned it off and they have not used their controller since then. Additional information was received on (B)(6) 2017. The patient clarified that the device made sudden surges in power and they never knew when it was going to happen. The patient was not aware of any circumstances that led to the issue.